Manufacturer narrative:
Block a1: other patient identifier: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the distal pierced hole (tome's extrusion) was torn, which is consistent with the findings when the device was observed under magnification. This condition displaced the cutting wire anchor from its original position (the wire/anchor was still within the catheter). There was no evidence that the wire was broken. Per the dimensional inspection, the distance between the blue and green bands was within specification. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, there was no evidence that the wire was broken. It was found that the distal pierced hole was torn. Based on the condition of the device, the problem found could have been generated by submitting the catheter to tension forces during the handle actuation. Also, bowing the device without being completely out of the scope can lead to tear the working length, displacing the cutting wire anchor from its position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, "the wire at the tip of the device was detached." It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Other patient identifier: (B)(6). Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, "the wire at the tip of the device was detached." It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.